Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this non-bsc right atrial (ra) lead did become dislodged and was removed from service. There were no adverse patient effects beyond the need for earlier than expected surgical intervention. To date, information suggests that this ra lead has not been returned to boston scientific. The investigation is considered closed. If new information becomes available, this report will be further evaluated and updated.